Event description:
It was reported that the colonovideoscope had no endoscopic image. The issue was found during inspection. There were no reports of patient involvement.

Manufacturer narrative:
E1 full name (initial reporter establishment name) - (B)(6) hospital. E1 full name (city) - (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: burn marks on the tip cover. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the damaged charged coupled device unit and scope connector led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.